Event description:
It was reported that the system 7 reciprocating saw overheated during a total knee procedure. The case was completed using the same device without any procedure delay. There were no adverse consequences associated with the device.

Manufacturer narrative:
The device is available for eval but has not yet been received. Add'l info will be submitted once the device is received and the quality investigation is complete.